Manufacturer narrative:
The apollo catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that tip of the apollo detached during the procedure. The patient underwent embolization treatment for an arteriovenous malformation with onyx. The access vessel was internal carotid artery and approx. 5mm in diameter it was reported that during embolization procedure, tip of apollo detached before the target vessel/area was reached. There were no reports of patient injury in association with this event. The catheter was flushed as indicated per the IFU. There were not any surgical or medicinal intervention required.

Manufacturer narrative:
The apollo micro catheter was returned within an opened apollo inner pouch and within a dispenser coil. The stryker synchro-10 guidewire (competitor device) used in the event was not returned. The synchro-10 guidewire has a labeled distal outer diameter (od) of 0.010¿ and proximal od of 0.012¿ and is "hydrophilic" coated, as per an online source. Per the apollo instructions for use (IFU): the apollo is not compatible with "nonhydrophilic" coated guidewires or guidewires greater than 0.010¿ in diameter. Therefore, it appears the synchro-10 guidewire is compatible for use with apollo. The apollo micro catheter was decontaminated. The apollo total length and usable length were measured. The distal floppy segment was measured. However, it could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The reason for not retuning the detachable tip was not provided. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the report of tip premature detachment was confirmed. Tip premature detachment during navigation or repositioning can be caused by the detach joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification as the tip can get caught and dislodge or repositioning of the micro catheter, while it is in a wedged position or with vessels that are in vasospasm. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.